Manufacturer narrative:
Concomitant medical products: yrirx1685 stent graft; yrbrx2816165 stent graft; yrirx1685 stent graft; yrirx16115 stent graft, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited potential non-capture on telemetry. The ventricular lead remains in use. It was reported that the right atrial (ra) lead had elevated threshold and measured small p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: yrirx1685 stent graft; yrbrx2816165 stent graft; yrirx1685 stent graft; yrirx16115 stent graft, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular lead exhibited potential non-capture on telemetry. The ventricular lead remains in use. It was reported that the right atrial (ra) lead had elevated threshold and measured small p-waves. The ra lead remains in use. No patient complications have been reported as a result of this event.